Event description:
The customer reported that, during preparation for use, error code b30 and error code e315 were displayed on the subject device. There was no report of an effect on the patient due to the event. Additional details have been requested regarding the reported event. At this time,

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed error code b30 was displayed due to an electrical continuity error caused by water infiltration. The report of error code e315 was also confirmed due to an electrical continuity error caused by water infiltration. In addition, the adhesive on the bending section cover was chipped due to deterioration, the connecting tube was dented due to physical stress, the control section was corroded, there was evidence of water infiltration in the device due to fluid invasion from the body control unit and the connector, the connector was corroded due to water leakage, there was chemical damage on the connector, the circuit board in the connector was corroded and malfunctioned, and the air valve unit on the connector was turned. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the cause of the event occurred from moisture or water which invaded the subject device causing a conduction failure or shorting out the circuit board in the scope connector. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "1.4 warnings and cautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. 5.4 leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.